Event description:
The physician encountered significant resistance while delivering the penumbra system separator through the penumbra system reperfusion catheter 032. Next, the physician removed the device and noticed that the tip of the device had a kink. The physician completed the procedure with another of the same device.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.